Event description:
It was reported that the pt had the scs system since 2003 and the device had not worked since 2006. The device was explanted. After the explant, the pt started trial for a new scs system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.